Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This event occurred during fill phase of peritoneal dialysis therapy. The patient observed one to two drops of leakage near the twist clamp after connecting dialysate, but they could not determine the exact location of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.